Manufacturer narrative:
(B)(4). The customer returned one used introducer needle and arrow-raulerson syringe (ars) for evaluation. A visual exam was performed and it was observed that half of the needle hub was separated and missing. The returned half of the needle hub had a crack that began at the opening of the hub, a characteristic of those caused by a design issue. No defects were found on the ars. A device history record (DHR) review was performed with no relevant findings. The customer reported issue of the needle hub cracking in use was confirmed during the sample investigation. The needle hub was broken in half and a crack was found in the returned portion of the needle hub. A DHR review was performed and no relevant findings were identified. A CAPA was opened to further investigate this issue. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that the needle hub broke. A new device was used and the procedure was completed successfully.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the needle hub broke. A new device was used and the procedure was completed successfully.